Event description:
The following has been reported: error 22 fc14 pressure sensor defective. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided, therefore no review could be performed. "The device was not received because it was repair locally. To solve the issue the force sensor kit have been replaced. The defective part was received in brézins for investigation. According to the investigation results, after a visual check, a series of tests were conducted using the laboratory tool. In the sensor stability test, it was found that the value was constant when the weight was increased, and that its initial value remained stable when the weight was released. When we checked the reliability of the wire soldering, the yellow wire broke the poor contact with this wire would have triggered technical error 22, confirming the reported issue. For this complaint the root cause of the reported event of error 22 is related to to a faulty force sensor. CAPA has been opened in april 2019 in order to reduce the occurrence of error 22. The modification to this CAPA has been deployed with (redesign of force sensor soldering agilia sp) on which the first sn with the modification. To our knowledge this complaint is not being related to patient safety." This complaint is considered as valid the trend is normal the reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated an action this complaints has been reported as MDR to FDA.